Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the user attempted to flush the catheter after placement, leak was confirmed near the junction hub. Therefore, the catheter was removed and replaced with a new kit (lot#: unknown). No injury to the patient occurred". The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4) the report of a leaking catheter body was confirmed through complaint investigation of the returned sample. The customer returned one, 4-lumen cvc for analysis. Signs-of-use in the form of biological material were observed inside the extension lines. After failing functional testing, a leak was observed on the catheter body. Microscopic examination confirmed that the edges of the hole were straight and uniform which is indicative of contact with sharps. The hole on the catheter body measured 86mm via calibrated ruler from the juncture hub. The catheter body total length measured 221mm via calibrated ruler, which was within the specification limits of 207mm-227mm per the catheter product drawing. The catheter body outer diameter measured 2.90mm via calibrated caliper, which was within the specification limits of 2.87mm-2.97mm per the catheter body extrusion product drawing. Functional inspection was performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The catheter body was occluded at the distal end and all four extension lines were flushed with a lab inventory syringe. When flushing the medi a1 lumen (gray hub), water was observed leaking from a hole on the catheter body. No leaks were noted when flushing any of the other three extension lines. The IFU provided with the kit informs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". A device history record review was performed, and no relevant findings were identified. Microscopic examination confirmed that the edges of the hole were straight and uniform which was indicative of contact with sharps. Therefore, based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "when the user attempted to flush the catheter after placement, leak was confirmed near the junction hub. Therefore, the catheter was removed and replaced with a new kit (lot#: unknown). No injury to the patient occurred". The patient status is reported as "fine".

Event description:
It was reported that "when the user attempted to flush the catheter after placement, leak was confirmed near the junction hub. Therefore, the catheter was removed and replaced with a new kit (lot#: unknown). No injury to the patient occurred". The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # **UDI related data quality updates only**.